Manufacturer narrative:
(B)(4). The pump was not received stuck in the manufacturing mode. However it was received with operating currents within spec. The pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed replace battery now alarms and an abnormal loaded voltage at the power management graph due to resistance connector. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The insulin pump was received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer reported that the alarm occurred less than low battery. The customer was advised that the insulin pump need to be replaced. The insulin pump will be returned for analysis.